Manufacturer narrative:
H10: it was stated by the authorized service provider (asp) on (B)(6) 2023 that the battery malfunction was confirmed. The device was started with battery power only and the device did not boot. When the device was started on alternating current (ac) only, it booted correctly. It was determined that the battery was malfunctioning and needed to be replaced. The customer was advised to replace the device and the asp stated that the device passed the visual and function tests. The device was stated to have returned to full functionality. In a good faith effort (gfe) response received on 30jul2023, it was clarified that the battery malfunction was the battery not charging. It was not confirmed that the customer replaced the battery, so further gfe attempts are being made to clarify. The investigation is ongoing.

Manufacturer narrative:
In a response received from the authorized service provider received, it was stated that, because the battery was out of warranty, the customer resolved the issue by themselves. The asp did confirm that the device passed function testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporter phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was malfunctioning. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the authorized service provider (asp) that the battery was broken. It was advised by the asp that the device required a replacement v60 lithium-ion battery.